Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing of atrial signal. The lead was reprogrammed, and later repositioned. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.